Event description:
The pump was programmed to deliver an unspecified volume of blood at a rate of 150ml/hr. The pump display was incrementing and drop flow in the drip chamber was confirmed. After an unspecified length of time, the nurse noticed that there was more blood remaining in the bag than expected. The tubing was reinserted in the pump and the infusion was resumed. After 30 mins, the nurse again noticed there was more blood remaining in the bag than expected. The pump was removed from clinical svc. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no medical interventions were required.